Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the displayed image was misty/blurry. The insertion tube was crushed. The adhesive on the light guide cover lens, objective cover lens, and distal end, were stained. The device failed the electrical safety test. Due to the blockage in the nozzle, the water flow and water removal were out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed blurry images. The issue was found during maintenance. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found white foreign material protruding from the air/water nozzle. This report is being submitted for the foreign material found by service during the device evaluation.